Event description:
The initial report was forwarded under wrong MFR# and should be voided. The event will be addressed under MFR# 0001056357-2019-00001.

Manufacturer narrative:
The initial report was forwarded under wrong MFR# and should be voided. The event will be addressed under MFR# 0001056357-2019-00001.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: item# in0501; n-force blue 10cc; lot# 102059-0117, item# in0502; n-force blue large mix system; lot# 102154-0143. Therapy date: (B)(6) 2018. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during surgery, due to the poor threads of n-force screw, an additional screw delivery system and bsm were used. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.